Manufacturer narrative:
The pump on this complaint was incorrectly identified in the initial medwatch submission. The pump serial number is (B)(4), the pump brand name is animas insulin infusion pump, and the model number is anm 2020 insulin infusion pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours on a one unit per hour basal program and no unprogrammed boluses were recorded in the history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. There was no defect found , unable to duplicate the complaint reported during investigation.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, it was reported that the patient experienced about several seizures during a period of several days prior to contacting animas, and the reporters alleged that these events were associated with hypoglycemia. The reporters could not provide blood glucose (bg) levels and did not describe any other symptoms. No medical intervention was sought; the patient was allegedly treated at home with oral carbohydrates. Upon review of the pump history, the reporters claimed that 4 boluses of 5-6 units each were given every 20 minutes it was stated that neither the reporters nor the patient programmed these boluses. No keypad issues were reported. The reporters noted that the time and date were correct, the basal settings were accurately programmed, advanced settings were correctly programmed, there were no associated alarms in the history, and the prime history was appropriate. No additional issues were noted during trouble shooting. It was reported that the patient was playing around with a friend at the time of these unintended boluses and that the patient wore the pump in a bag as was usual. This complaint is being reported based on the following conclusion: although a potential symptom of serious low blood glucose (bg) was reported, no bg values were available to confirm hypoglycemia. However, there is an allegation that the pump spontaneously delivered insulin via boluses over a period of several days.